Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead "fell" and despite multiple positioning attempts it could not be placed. The lead was not implanted and another lead was successfully implanted. No patient complications have been reported as a result of this event.